Manufacturer narrative:
Cause for infection is unknown. No infections events in the past with same lot numbers.

Event description:
There was a concern of infection , so surgeon pulled acetabular cup and washed out joint and joint space. Cemented in a new e-poly liner and new metal femoral head. Utilized antibiotic bone cement and stimulant antibiotic beads.